Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/06/2013 device evaluation:the device has been returned and evaluated by product analysis on 11/07/2013 with the following findings: during investigation, a review of the black box and the alarm history showed multiple consecutive call service alarms occurring on the reported failure date on 07/26/2013. The pump powered on with audio/vibration and a fully illuminated display screen. During evaluation, the micro processor was able to be loaded with a new software code. The pump was opened and no visible defect was found to the printed circuit board. The complaint of a blank display was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the supplemental report was made based on the results of evaluation completed on 11/07/2013.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display was blank and changing the battery did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.